Manufacturer narrative:
Apoc incident # (B)(4). Customer presented lot cartridge lot r25319a as an additional lot to be investigated. It is unknown when the additional lot was used. Lot#: r25319a mfg date: 14-nov-2025 expiry date: 14-may-2026. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a female patient. There was no patient information available. Return product is available for investigation. Date, tested, result: (B)(6) 2026, 3:34pm 158, (B)(6) 2026, 4:10pm 158, (B)(6) 2026, 4:22pm 158, (B)(6) 2026 , 4:33pm 158, (B)(6) 2026, 4:38pm 148, (B)(6) 2026, 4:48pm 143, (B)(6) 2026, 5:07pm 358, (B)(6) 2026, 5:44pm 122 , (B)(6) 2026, 6:24pm 148. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 15-apr-2026. A review of the device history records (dhrs) confirmed the cartridge lots passed release specifications. Retained and returned cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.